Event description:
It was reported that during a surgery to implant an artificial cervical disc, the implant holder would not hold the implant properly. Another holder was used to implant the disc successfully. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.